Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has gone from beginning-of-life (bol) to middle-of-life 2 (mol2) much quicker than expected. It was noted that the outputs on the right atrial (ra) channel was 5v @ 1.5 ms and the right ventricular (rv) channel was 3v @ 0.5 ms.